Manufacturer narrative:
The subject uhi-4 did not return to olympus medical systems corp. (Omsc), omsc could not evaluate the subject uhi-4. Omsc checked the device history record of the subject uhi-4, there was no irregularity found. The local service engineer checked the subject uhi-4 and reported that there was no abnormality. The doctor of the facility recognized that subcutaneous emphysema is the problem relating to the procedure by the user. The exact cause of the reported event could not be conclusively determined, however there is the possibility of this event is attributed to the handling and/or the patient¿s condition. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject uhi-4 does not return to olympus. The local service engineer checked the subject uhi-4 and reported that there was no abnormality. The doctor of the facility recognized that subcutaneous emphysema is the problem relating to the procedure. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic myomectomy with the uhi-4, the cavity pressure became suddenly high. The user completed the procedure using the subject uhi-4. After the procedure, it was confirmed that the patient suffered subcutaneous emphysema at multiple sites of the abdomen. The patient received a follow-up examination and there was no report of the patient¿s injury other than above.